Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 570 mg/dl. The customer tried treating with a syringe before she went to the hospital and it didn't bring ER blood glucose down. The customer did not want troubleshoot because she is not using the device. The customer was admitted to the hospital. The cause of emergency room visit as per healthcare provider was diabetic ketoacidosis/high blood glucose. The customer was treated with shot and an insulin drip and an IV since she was dehydrated. The customer confirm that she forgot o prime the pump, when she change out her site.